Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician was wondering if the valve couldn't perform well due to the patient's brain pressure being too high.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was implanted, however, the symptoms of hydrocephalus were not improved. The device was explanted and replaced with another manufacturer's device. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the magnetic flux test, reflux, siphon, leak, pressure flow and pre implantation. Therefore, the nature of the complaint could not be duplicated by the laboratory personnel. There was also proteinaceous debris observed in the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.